Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro had a mechanical issue. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro had a mechanical issue. When the doctor was initiating the saphenous vein extraction process using the vasoview 6 pro and the equipment didn¿t work (it was detected a fail in the cutting knife). The doctor tried to use the another vasoview 6 pro and it was detected the same fail in the equipment. So, the doctor did the conventional surgery to extraction the saphenous vein. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). From "mechanical issue" to "failure to cut". From "outcome attributed to ae" to "other". The vv6 device was returned to the factory for evaluation. Signs of clinical use and blood were observed on the bisector blade. A visual inspection was conducted. Sign of blood and tissue were observed on the electrodes and c-ring. The c-ring was observed to be completely intact. No failures were observed. A mechanical evaluation of the vv 6 pro bisector toggle was conducted. The bisector toggle could be moved freely but the bisector blade did not extended or retracted in conjunction with the bisector toggle movement. The handle was opened to inspect the pull rod/ ball assembly. It was observed that the pull rod was dislocated from its original position in the housing. The toggle was mechanically disengaged from the pull rod and failed to move the blade. Based on the returned condition of the device and the evaluation results, the reported failure mode "failure to cut" and the analyzed failure mode "mechanical issue" were confirmed. The DHR for the vasoview 6 pro subassembly was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed.